Event description:
The previously reported embolism event which occurred during the index procedure was adjudicated as probably related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used one pacific xtreme 5 x 150 mm pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful; however, it was reported that during treatment, an embolism occurred. Embolism was treated with embolectomy. Investigator indicated event was not related to the device. Cec had adjudicated the embolism event as definitely related to the device.